Manufacturer narrative:
A ge service representative evaluated the system and replaced the hard drive and fluoro functions board, and reloaded software. System operates as intended.

Event description:
The customer reported the system shuts down during procedures. No patient injury was reported.